Manufacturer narrative:
Additional information was added to h6 and h11. Correction made to b5: during follow up, it was clarified that the reported issue was a transfer set separation. The female connector separated from the main body of the transfer set which resulted in the patient being unable to disconnect from the patient line of the cassette. Correction made to f10/h6: medical device problem codes: replace a1204 with a0501. Correction made to f10/h6: component codes: g04070 added (previously omitted). H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues were observed. The female connector was twisted by hand and there were no issues observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap transfer set and cassette; further described as the patient could not disconnect from the machine. This occurred when disconnecting after peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however the patient was given prophylactic antibiotics. No additional information is available.